Event description:
Pt tested on the suspect device with inr values of 6.3, 2.3, 2.1, 4.1 and 5.2 or 5.3. Corresponding lab inr values were 3.6, 1.8, 1.7 2.7, and 2.8. This testing was performed by a different phelobotomist as compared to another phelobotomist the other day, whose values correlated. No treatment was given to the pt.